Manufacturer narrative:
(B)(4). Date of event: publication year of 2008. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. (B)(4).

Event description:
It was reported via literature entitled: outcomes of stapled transanal rectal resection vs. Biofeedback for the treatment of outlet obstruction associated with rectal intussusception and rectocele: a multicenter, randomized, controlled trial. Authors: paul a. Lehur, m.d., angelo stuto, m.d., michel fantoli, m.d., roberto d. Villani, m.d., michel queralto, m.d., franck lazorthes, m.d., michael hershman, m.d., alfonso carriero, m.d., francois pigot, m.d., guillaume meurette, m.d., prashanty narisetty, m.d., richard villet, m.d. Citation: the ascrs (2008); 51:1611-1618. Doi: 10.1007/s10350-008-9378-1. This study was designed to assess the safety and outcomes achieved with stapled transanal rectal resection (starr) vs biofeedback (bf) training in obstructed defecation patients. A total of 106 patients diagnosed with obstructed defecation syndrome (ods) associated with rectal intussusception and/or rectocele and candidates for surgical treatment at nine centers were prospectively randomized into two groups between february 2004 and november 2005. In starr group, 54 female patients (age range: 34-80 years) underwent starr using proximate 33 mm circular stapler pph01 (ethicon) and in bf group, 52 female patients (age range: 24-78 years) was initiated on three-month electromyographic-based bf training. Reported complications in the starr group included evacuation of blood and stool (n-1), incontinence (n-1) that needed further investigation and therapy, 12-hour postoperative bleeding (n-1) which was managed under general anesthesia with additional sutures at the site of hemorrhage, local infection (n-?), and anorectal pain (n-?). In conclusion, the starr procedure was more effective than bf for the resolution of ods symptoms and improved quality of life (qol). Starr represents a new treatment modality for ods after failure of conservative measures, including bf training sessions.